Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, at the time of passing the second point. The needle assembly thread is released. There was no patient injury.